Event description:
The IV pump was alarming stating "cassette test failure". The nurse then noted air in the cassette and got a syringe to attach to the secondary site to back prime. When the nurse tried to attach the syringe, the clave, which was bent, was noted to be broken. The tubing was taken down and the patient received no blood from the faulty tubing.